Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a gradual rise in impedance and thresholds in the right ventricular lead. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event. It was further reported that the lead was capped and replaced.

Event description:
It was reported that there was a gradual rise in impedance and thresholds in the right ventricular lead. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a trend of rising right ventricular pacing impedance. The weekly pacing lead trend data showed an increase for the minimum and maximum ventricular pacing impedance equal to 798 to 1064 ohms and peaked between (B)(6) 2012 and (B)(6) 2013. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2005; 419488 implantable pacing lead (B)(6) 2005. (B)(4).